Event description:
Information received, indicates the head section will not lower all of the way down.

Manufacturer narrative:
The technician replaced the head section gas cylinders to repair the stretcher.